Event description:
It was reported by the rep that when the device was used during a c-section procedure, it would not feed properly. Used another device to complete the case. There was no consequence to patient. 11/2001 additional information after device analysis: device had clinging staples.